Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (200-300 mg/dl) at night. Customer addressed elevated blood glucose by delivering a bolus via the pump. Customer's healthcare provider prescribed adjustment to the pump basal rate. Tandem technical support assisted the customer with the basal rate adjustment successfully.